Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: february 22, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: during an open reduction internal fixation (orif) procedure to implant a dynamic hip screw (dhs) on (B)(6) 2016, after the screw was inserted, the threaded portion of the connecting screw broke off inside of the dhs. No attempt was made to retrieve the threaded portion. There were no loose fragments; which was confirmed under image intensifier (ii). There was reported no delay to the procedure. The procedure was completed and patient reported as doing fine. Concomitant devices reported: dynamic hip screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation was completed. A visual inspection, drawing review, and DHR review were performed as part of this investigation. The complaint is confirmed. The returned dhs®/dcs® coupling screw has the threaded tip sheared off of the device. The remainder of the device is in good condition with no other issues noted. Replication of the complaint condition is not applicable as the device is already broken. The dhs/dcs coupling screw (338.20) is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws. The appropriate drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.